Event description:
Undocumented report of balloon rupture reported. A pulmonary artery catheter balloon was tested prior to insertion into the pt and found to be intact. The catheter was inserted and the catheter floated without problem. At some later unspecified time, the clinician was unable to wedge the catheter, so the catheter was removed and replaced without harm to the pt. No pt harm reported. No further pt info available.